Manufacturer narrative:
Based on the info provided, there is no indication that the device caused or contributed to the reported event. This MDR is being filed to document the event. The post market surveillance dept has requested medical records and investigations are pending. The device has not been returned for physical evaluation. A clinical review of the medical records and a plant investigation concerning the device are in progress, and a supplemental medwatch report will be submitted upon completion.

Event description:
A peritoneal dialysis (pd) nurse from the patient's peritoneal dialysis clinic reported that the patient had been completing peritoneal dialysis treatments without issue but was admitted to the hospital on (B)(6) 2014 due to high fever, without allegation of device malfunction. Medical records were requested.